Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented with concern regarding the appearance of the skin around the implanted device. The physician performed a pocket revision to resolve the erosion event. The patient was in stable condition.